Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event of infusion set cannula was leaking on (B)(6) 2024. The event occurred immediately after insertion. The insertion site was at the abdomen, legs and flanks. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.